Manufacturer narrative:
19-mar-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Almost choked on brush head [choking sensation] sore throat [oropharyngeal pain] small piece of brush head lodged in throat [foreign body in respiratory tract] small piece of the brush head came off in mouth, lower part of the 2 parts of the head came off [device breakage] case description: consumer called stating a small piece of the brush head came off in her mouth; the lower part of the 2 parts of the head came off. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on brush head [choking sensation]. Sore throat [oropharyngeal pain]. Small piece of brush head lodged in throat [foreign body in respiratory tract]. Small piece of the brush head came off in mouth, lower part of the 2 parts of the head came off [device breakage]. Consumer called stating a small piece of the brush head came off in her mouth; the lower part of the 2 parts of the head came off. No serious injury was reported.